Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented with an insertable cardiac monitor that exhibited ventricular undersensing. No changes or intervention was reported. The patient condition was unknown. No further information was reported on this event.

Event description:
New information received noted the patient presented remotely via merlin.net. No changes or intervention was performed.